Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2017 - 00239 and 0002648920 - 2017 - 00458. Date of birth : (B)(6). Concomitant medical products - psn tib stm 5 deg sz g l catalog # 42532007901, lot # 63148751 and psn fem cr cmt ccr std sz9 l catalog # 42502606601, lot # 63241933. Report source - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, the patient has experienced premature loosening of the tibial component and deep vein thrombosis approximately ten months post-implantation. No additional patient consequences were reported.

Manufacturer narrative:
Upon further complaint review, this product was found to be noncontributing to the reason for the patient¿s revision.